Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging prime issues. The patient stated the pump would rewind, load, and prime, but would not perform the fill cannula step. The patient stated when she pressed ok to fill the cannula, the pump would go back to the main menu. The patient confirmed that the pump was not in suspend. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue with the fill cannula step remained unresolved.

Manufacturer narrative:
Follow-up #2: correction to device evaluation: correction to the product analysis results:the pump was exercised for 24 hours with no prime issues occurring.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: there were no cartridge detected warnings observed in black box at time of reported issue. The rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with prime issues occurring. The pump was opened and no damage was found to the force sensor circuit.